Manufacturer narrative:
Unique identifier (UDI)# (B)(4). The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys hcg + beta test system (hcg+b) result for 1 patient sample tested on a cobas e 411 immunoassay analyzer. The initial hcg+b result was 0.184 miu/ml. The initial result was released outside of the laboratory. The doctors requested that the sample be retested and a hcg+b result of 8998 miu/ml was obtained. The hcg+b result of 8988 miu/ml was deemed to be correct. There was no allegation of an adverse event. The hcg+b reagent lot was 284292 with an expiration date of 28-feb-2019. The investigation is currently ongoing.

Manufacturer narrative:
The provided calibration data was fine on (B)(6) 2018. The provided qc data was okay from 9-november-2017 through 21-november-2018. A general instrument or reagent problem could not be identified. The date of the first result is (B)(6) 2018. As the instrument had been back-dated at some point the order of the results is unclear. The investigation was unable to find a definitive root cause.